Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error 41541. Functional testing confirmed the issue. The cause was a defective latch/lock optic flex sensor. The sensor and dso seal were replaced, and the issue was resolved.

Event description:
Device evaluation found that the latch lock flex sensor was faulty and the downstream occlusion seal was detached/damaged. There was no patient involvement.